Manufacturer narrative:
The returned cables were evaluated. The cable (lot 24dap) passed all visual and functional testing. Visual inspection of the concomitant cable (lot 23nta) showed some residue on and around pogo pins. Both cables were able to obtain spo2 and pulse rate readings. The cables were functioning electrically as designed.

Event description:
The customer reported that the cable caused a "sensor malfunction" error to display on the host monitor. There was no patient impact or consequence reported.